Event description:
Pt referred back to surgeon for removal of chemotherapy port and portion of catheter which had broken off at some unknown date prior to this surgery. The surgeon removed the port and proximal catheter. The distal portion of the catheter was removed by a radiologist utilizing fluoroscopy. Catheter removed from left brachialephalic vein. Pt had no untoward effects.